Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to water/fluid ingress. Our internal inspection found evidence of extensive water/fluid ingress. The customer declined the recommended repair of the device. The device will be scrapped at zoll medical corporation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 50-year-old male patient, the device displayed a "compressor fault- 2001" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.